Manufacturer narrative:
(B)(4) (B)(6) healthcare is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in china reported on behalf of a healthcare facility that an mr290v vented autofeed humidification chamber provided with an rt380 adult dual heated evaqua2 breathing circuit was leaking water from the chamber base after six days of use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Method: the subject mr290v vented autofeed humidification chamber provided as part of the rt380 adult dual heated evaqua2 breathing circuit, was not returned to f&p healthcare for evaluation. Our investigation is based on the description of events, photos and video provided by the healthcare facility, as well as our knowledge of the product. Results: visual inspection of the provided photographs were unable to confirm the reported issue. The provided video observed multiple vertical cracks in the chamber dome, resulting in water leakage, below the right port of the chamber, therefore confirming the reported issue. Conclusion: without the return of the subject device, we are unable to conclusively determine the root cause of the reported issue. The user instructions which accompany the rt380 adult breathing circuit state the following: · visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. · perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. · do not use the chamber if the seals are not intact when received, or if it has been dropped. · appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. · do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers.

Event description:
A distributor in china reported on behalf of a healthcare facility that an mr290v vented autofeed humidification chamber provided with an rt380 adult dual heated evaqua2 breathing circuit was leaking water from the chamber base after six days of use. There were no reported patient consequences.